Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) result, within the risk stratification, for one patient, involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. An initial result of 0.093 ug/l was obtained and released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample (centrifuged aliquot), on the same instrument, generated lower results of 0.039 ug/l and 0.042 ug/l. The customer issued an average result of 0.041 ug/l to the hospital. Data analysis indicated quality control (qc), calibrations, and system checks were performing within assay and instrument specifications. The patient's sample was centrifuged at 4,000 rpm (rotations per minute) for five minutes, at 19 degrees celsius laboratory temperature. The sample was analyzed from the primary tube. No sample integrity issues were noted and no system errors were reported at the time of the analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.